Event description:
It was reported that this device system oversensed noise on the right ventricular (rv) lead. It was noted that pacing inhibition did not occur. Subsequently, a revision procedure was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.